Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. The issue caused the customer's blood glucose to exceed safe levels, with the exact value displaying as "high". The customer addressed the high blood glucose using a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided guidance on resetting the pump's malfunction code, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction recurred, and they acknowledged this instruction.